Manufacturer narrative:
(B)(4). A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and had a small epithelial defect with a small abrasion in right eye after a sticky flap lift. A flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision and not able to drive 1 day post treatment. Patient reported symptoms are interfering with daily activities. Patient right eye was 20/300 1 day post treatment.